Event description:
It was reported that the patient experienced a shocking or jolting sensation. Stimulation could be felt in the spine where the lead was implanted, but could not be felt in the 'body-area' where it should be. The status of the patient was described as no injury or adverse event. Pain was reported as a symptom. The location of the pain was listed at the lead-extension connection location. An appointment was planned with the hospital where the device was implanted to take action as a result of the event. About three weeks later it was reported that reprogramming was completed. The stimulation was reported as 'all right' and the issue was reported as 'solved.' No further information was available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6).